Manufacturer narrative:
Ip codes added: use against labeling. Clinical assessment: engineering assessment by k. Hunt: upon further investigation and information (below) it seems that no abiomed guidewire was used in this case and therefore the more appropriate pec code for this situation is use against labeling vs product damage since the product that required adjustment or correction was not an abiomed guidewire. Information provided from rep: the impella was not backloaded onto the 0.018¿ impella guidewire. The staff provided a backup boston scientific 0.018¿ x 300cm platinum plus guidewire. The operator successfully shaped the tip into a gentle curve utilizing the technique described above.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. During the procedure, the 0.018" guidewire tip became kinked when the interventionalist attempted to shape a curve on the wire. Following this, the impella device exhibited unstable positioning, described as ¿jumping,¿ and the automated impella controller (aic) displayed intermittent suction alarms. The patient subsequently developed renal failure, and an additional device was required. Continuous renal replacement therapy (crrt) was initiated as part of the urinary output management plan. The patient survived the procedure and was successfully weaned.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary renal failure/soft tissue injury: the cause of the injury was not determined due to insufficient clinical details. Difficult to place or position: the cause of difficult to place or position was unable to be determined as limited clinical details were provided and no problem was found on the pump.